Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion due to loose and protruded drive support disk. Insulin pump was unable to verify prime alarm due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked case at the display window corners, missing end cap sticker, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Drive support cap was noted to be normal. Customer also mentioned that the last few days their blood glucose readings have been going down very quickly. Customer stated that when they press act to move the piston and prime, it almost empties the reservoir. Customer's blood glucose reading at the time of the call was 21.0 mmol/l. Nothing further was reported.